Manufacturer narrative:
The reported issue was confirmed by log file analysis. The gas gauge ic on the power manager board falsely detected a full battery discharge, and as a result, set the full charge level to 75% of the previous value. In addition, the ic that provides 5v power to the battery "gas gauge" chip was not operating as expected, resulting in failure of communication between the gas gauge chip and the system computer. As a result, battery status information was not available and resulted in the reported display of uncertain battery status.

Event description:
During preparation for cardiopulmonary bypass, the device unexpectedly displayed an indication that suggested that the battery backup was not available. There was no reported adverse consequence to the patient as a result of this event.